Manufacturer narrative:
The device has been returned for evaluation upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the customer, an unknown valve malfunctioned and was revised. Additional information has been requested.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when the valve was received was at setting 1. The valve was visually inspected; no defects were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested without issue. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.